Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-01420 / 01422).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision was performed (B)(6) 2008 due to an unknown reason. A second revision was performed (B)(6) 2009 due to aseptic loosening of the cup. A third revision of the head was performed (B)(6) 2012 due to an unknown reason. No further information has been provided.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision was performed (B)(6) 2009 due to aseptic loosening of the cup. Further revision of the modular head was performed on (B)(6) 2012 due to an unknown reason. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay the correct date for the revision procedure, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01420 / 01422).